Manufacturer narrative:
Batch review performed on 24 july 2018; lot 170127: (B)(4) items manufactured and released on 27 march 2017 expiration date:.2022-03-12; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4 reference 01.29.204 (k112115); lot 165967 : (B)(4) items manufactured and released on 05 january 2017 expiration date: 2021-12-19; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The supplier of the ball head has been informed about the event. On 09 july 2018 they reported that the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
About 9 months after primary the surgeon revised the patient for hip dislocation. Cup and liner revised. The surgery was completed successfully.